Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an unrelated surgery after which the patient did not charge the scs ipg as recommended and as a result patient lost therapy. Patient may undergo surgical intervention at a later date to address the issue.

Event description:
Additional information received that ipg was replaced on (B)(6) 2017. Patient has therapy.